Manufacturer narrative:
It was reported that a tear in the gastrostomy tube (g-tube) was identified. Reportedly, this tear was located between two of the g-tube ports. When the tear was identified, the g-tube was removed and replaced with a new one. There was no reported impact or adverse effect to the patient. A sample was returned to the manufacturer for evaluation. Inspection of the returned sample confirmed the reported tear. A root cause was not determined. Due to the reported need for medical intervention to remove and replace the g-tube, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a tear in the gastrostomy tube (g-tube) was identified.